Event description:
During the procedure, the guide pin bent and fractured when removal was attempted. A second fragment remained in the patient's foot. No complications were reported by the facility.

Manufacturer narrative:
The device was not returned; therefore, no evaluation could be conducted. Batch record review showed no nonconformities. The device met all specifications. Based on the event description, the most probable root cause is device use, specifically potential reuse or excessive mechanical load on a single-use k-wire. No manufacturing or design defect identified. No remedial action required, and the risk remains within the acceptable range.

Event description:
During the procedure, the guide pin bent and fractured when removal was attempted. A second fragment remained in the patient's foot. No complications were reported by the facility.